Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2138-50 (B)(4) model description:linear lead, 50 cm with pre-loaded 0.012 inch stylet.

Event description:
A report was received that the patient was experiencing intermittent stimulation. High impedances were measured on five contacts on the patient's leads. The physician has recommended lead replacement.

Event description:
A report was received that the patient was experiencing intermittent stimulation. High impedances were measured on five contacts on the patient's leads. The physician has recommended lead replacement.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision to replace the leads. During the revision the physician also replaced the ipg as the patient was receiving error messages. The patient is doing well following the revision. Additional suspect medical device component involved in the event: model#:sc-1110 serial#:(B)(4) description: scs ipg2 the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.